Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they can feel the cardiac resynchronization therapy defibrillator (crt-d) move from under the collarbone to their underarm upon lifting their arm. The crt-d remains in use. No patient complications have been reported as a result of this event.